Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, this pt was undergoing treatment of an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. It was reported that a trunk-ipsilateral leg component was deployed 1 cm lower than intended. It was reportedly thought the longer device would contour to the pt's aorta; however, the device stayed straight in the pt's anatomy and ended up covering the left hypogastric artery. An 18 fr sheath was advanced up the right side in an attempt to deploy another device, but the sheath would not advance into the contralateral gate due to small vessel diameter and a shelf of calcium directly below the contralateral gate. At this point, an aorto-uni-iliac bypass was performed with a second trunk-ipsilateral leg component. The procedure concluded with no further issue, and that angiography showed no evidence of endoleak. The pt tolerated the procedure.